Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, customer had to charge the pump daily in order to ensure that the pump would not turn off due to low battery. There was no reported adverse impact to the customer's blood glucose level. Customer declined to provide additional information/perform troubleshooting for the event.